Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known. The customer's husband and emergency response services provided assistance and the customer consumed carbohydrates, glucose tablets, and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.